Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment from the threads to the case seal. Moisture damage was observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and no moisture damage was found inside the pump.